Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot noted. The insulin pump was received with unresponsive esc button due to unlock connector at lcd board. Failure analysis was unable to perform displacement test due to an unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker.

Event description:
The customer reported via phone call that the battery cap was stripped on the insulin pump. Customer stated they were unable to open the insulin pump as a result. Customer's blood glucose was unknown. It was found the customer was unable to remove the battery cap at the end of troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.